Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead; product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(4), ubd: 19-mar-2014, (B)(4); product ID: 3778-45, serial/lot #: (B)(4), ubd: 19-mar-2014, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was receiving decent relief of his symptoms with the stimulator. However, with time, the patient noted a loss of coverage of his lower right extremity. The patient indicated that one lead is not working. The patient had low back pain, right hip pain, neck pain, and bilateral hand pain. The patient rated the pain a 4 on a scale of 1-10. The patient wanted to have the stimulator removed. The patient complained of paresthesia of the bilateral upper extremities. It was stated there was dysfunction of the existing hardware. The patient said there was discomfort at the hardware site. The patient said the stimulator was not functioning properly. The system was removed and no obvious signs of complication were noted. No further complications were reported.